Event description:
It was reported that the spatula tip of the permanent cautery spatula (pcs) had completely broken down and was hanging by a wire. There was no report of patient injury. Intuitive surgical, inc. (Isi) obtained additional information from the customer about the complaint. There were no reports of fragments falling into a patient. It's unknown when the issue was identified. No reports of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery spatula (pcs) instrument was analyzed and found to have an ear of the distal clevis broken. The broken piece was not returned, measuring roughly 0.210¿ x 0.277¿ in size. The broken distal clevis caused the spatula to only be connected to the instrument by the conductor wire. The complaint was confirmed by failure analysis.